Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect cgm on replacement pump, and requested return of problematic pump using prepaid label within 10 days.